Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) requested that the dc/dc module be returned for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 system displayed an error message and an acoustic alarm occurred during a procedure. It was determined that the level- and bubble monitoring had deactivated by itself, and the cardioplegia display reset on its own. All pumps and other displays continued to work without interruption. The level and bubble monitoring was reactivated and the procedure was finished without any further issues. There was no report of patient injury.